Event description:
The user facility reported a patient with presented with elevated troponins and underwent cardiac catheterization which showed multi-vessel disease. The patient was planned for and underwent coronary artery bypass grafting three times (left internal mammary artery to the left anterior descending artery; saphenous vein graft to the obtuse marginal and saphenous vein graft to the right coronary artery) and impella 5.5 placement postoperatively which was successfully completed. The impella was ramped up to support level p-6 with the patient coming off cardiopulmonary bypass. The position was confirmed and the chest was closed. The patient was transported to the unit on impella mechanical circulatory support (mcs). Three days after starting support, during a proactive call to the account, pump metrics showed signs of flow saturation (p-9 and 6.0l). The team and the physician were notified of the potential for a pump stop. Further on this day, the patient with sustained ventricular tachycardia (140s) was cardioverted one time. Two days thereafter, an echocardiogram was completed, and it showed the atrial and mitral valves not opening. The impella inlet appeared to be in the chord of the mitral. The physician decreased the performance level to p-2, broke suction. Mitral valve then started opening which was confirmed on echocardiogram. Color mosaic was noted at the outlet of the impella 5.5 per echocardiogram. The plan was to administer volume, albumin 500, and get the central venous pressure to 10, and if the volume did not increase the central venous pressure, an epinephrine drip would start. Related to the patient's status/condition, it was noted that the patient had just returned from the operating room for repair of arterial cannulation site of extracorporeal membrane oxygenation (ECMO) and received 10 units of packed red blood cells, four units of fresh frozen plasma, platelets, and one unit of cryo. Additionally noted the automated impella controller was not displaying left ventricule waveform on p-4. Non pulsation motor current. Performance level was decreased. The flow of the impella now equaled minimum and maximum flow. Echocardiogram showed the pump across valve, but it was noted images were not "great." Formal echocardiogram was ordered. To note, the patient was started on another therapy: continuous renal replacement therapy. Ten days later, the patient experienced intermittent bouts of atrial fibrillation. Following there were suction alarms at performance level p-7 and the need for volume was discussed and ordered. However, the next day the team noted performance level p-7 still could not be maintained without suction. The plan is to continue current therapies. The patient remains on impella mcs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at, saturated flow, and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.